Manufacturer narrative:
This report is submitted on june 09, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to pain and performance decrement. It is unknown if there are plans to reimplant the patient as of the date of this report.